Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from this batch. The device reported remains implanted and therefore, not returned to lenstec. However, there is no evidence to suggest that any aspect of this device was responsible for the reported event. Additionally, lenstec cannot comment on the compatibility of the injector used (lp604350c).

Event description:
Lenstec received an email stating "there was white membrane on the surface of the lens before implantation, and the patient developed tass symptoms after surgery."